Event description:
From staff: using laser in urology case, the moses 200 fiber, worked initially, then stopped working and machine making odd noises. Swapped out for a new laser fiber and was able to continue surgery.